Manufacturer narrative:
Device had broken belt clip rail. Device passed displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had reservoir lip ring damaged and a piece of plastic broke off. The customer's blood glucose was 130 mg/dl at the time of incident. The customer reports reporting a damage at the back of the insulin pump and one of the clip rails were broken-off. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.